Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50x32mm synergy drug-eluting stent was advanced for treatment. However, during the process of delivery, the stent became shortened and wrinkled. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.